Manufacturer narrative:
As-received, device was operating in backup mode. Analysis of the device image revealed code corruption from telemetry interruption, which resulted in backup operation. The telemetry interruption is consistent with user error during communication with the device. Electrical testing revealed normal device characteristics. Longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity.

Event description:
During a cybersecurity upgrade on a pacemaker, the device entered back-up vvi mode. The upgrade was not completed. No patient was involved in this event.